Event description:
Reporter indicated that patient suffered a `small' stroke post vns implant with subsequent double vision and difficulty walking. Treating physician reported that the stroke was mild but would require rehabilitation for mobility and speech. It was reported that the stroke was verified using serial cat scans. There had not been any recent changes to the patient's medication regimen. Stimulation was initiated 14 days post implant at 0.25a normal mode output current. Further follow-up revealed that the patient's speech issues had resolved. The patient has reportedly been under a great deal of stress due to pending divorce. The patient still reports weakness in right side, arms, hands, and legs for which she is undergoing rehabilitative therapy. Device normal mode output current setting has since been increased to 0.50ma without incident.